Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, a week post open mac transcatheter valve replacement the patient was taken to the cath lab to close pvl around the valve. The valve was not sealing around the mitral calcium the pvl was described as moderate to severe per the team at the time of the intervention. A commander delivery system with extra volume was initially used to post dilate the valve, but the pvl did not decrease. Pvl was then closed with a plug and the leak was described as mild. A vsd was noted and a plug was placed. The vsd was noted in the or by the echo team. The team thought it may have been the delivery system nose cone that may have caused it. The patient left the cath lab in stable condition but has since expired of unknown causes.

Event description:
Medical records were received for review. At the end of the mitral valve placement two mild to moderate paravalvular leaks were noted, mostly in the anterior lateral position. The physician was satisfied with the results. On pod 2 the patient developed severe hypotension. Tte revealed a pericardial effusion with pvl of the mitral valve and lvot obstruction with a peak gradient of 47mmhg. Repair of the pvl was initiated and shortly after the patient developed right sided hemiplegia. A CT showed no lvo or ich. Repeat CT on pod 3 showed no concern for evolving infarct. Tee showed a large vsd with left to right shunt and two pv leaks. The patient was in cardiogenic shock, acute diastolic heart failure and experiencing hemolysis. In the cath lab vsd closure with an occluder was performed. An anterior pvl plugged and a mitral valve balloon valvuloplasty was done. Post tee showed a small residual vsd and small residual pvl, both improved. Rv dysfunction and severe tricuspid regurgitation were noted. The patient returned to the ICU and was started on crrt for worsening metabolic acidosis. They developed af and her condition became critical. Per family request the patient was placed on comfort measures. On pod 4 the patient passed away peacefully.

Manufacturer narrative:
Corrected b.7, h.6 health effect impact codes, health effect clinical codes, and device codes. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on the proper aortic valve and root assessment, including the use of echo, aortogram, and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the lvot obstruction could not be determined with the information provided by the authors. Per the instructions for use (IFU), pvl, lvot obstruction, and stroke are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to these adverse event. The exact cause of these injuries is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and did not reveal any other complaints relating to the reported events. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. It should be noted that the thv was implanted in the native mitral position for this case. The sapien 3 with the certitude delivery system was indicated for native aortic valve, surgical and transcatheter bioprosthesis aortic valve, surgical bioprosthesis mitral valve and native mitral valve with an annular plasty ring replacement only. So, it is off label operation. The IFU was reviewed for transapical procedure in the aortic position and was reviewed for relevant guidance for an s3 implant using a certitude delivery system. Incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture. Potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography include pericardial effusion or cardiac tamponade, hypertension or hypotension, along with additional potential risks associated with the use of the valve, delivery system, and/or accessories include: paravalvular or transvalvular leak. During thv delivery, confirm that the valve is oriented properly and the volume in the inflation device matches the indicated volume. Advance the valve/balloon assembly with the loader over the guidewire. Engage loader into sheath housing while maintaining a firm grip. Advance the valve out of the loader into the large section of the sheath. Tap on the sheath housing to release air bubbles to the proximal end of the loader. Depress button valve on loader to de-air. Advance the valve/balloon assembly through the sheath and position within the target valve or annuloplasty ring. If needed, rotate the flex wheel on the handle to articulate the valve/balloon assembly into position. To prevent possible leaflet damage, the valve should not remain in the sheath for over 5 minutes. Ensure that the valve is correctly positioned between the two internal shoulders of the delivery system. Begin valve deployment by first unlocking the inflation device provided by edwards lifesciences. Begin rapid pacing; once systolic blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon has been completely deflated, turn off the pacemaker. Perform aortogram with the wire in the lv to assess the thv position and complete expansion, patency of coronary arteries, functional assessment of thv (ar, pvl, etc.), and annular and aortic integrity. Rao projection provides best view of left ventricle to assess ar (no overlap with aorta). Assess the thv post-deployment using fluoroscopy. The sapien 3 valve may end up more aortic than the sapien xt valve after thv deployment. Typically, final deployed thv position will be around 70/30 to 80/20 (aortic/ventricular) when using optimal initial thv positioning where the center marker is within the optimal initial center marker zone. Anatomy (stj, calcification, coronaries, etc.), % area sizing, thv size and foreshortening / inflation volume should also be considered when initially positioning the thv. Waiting some time may help in assessing final pvl. Assess the thv post deployment using tee in multiple planes: long axis (check for severity of ar), short axis, check central vs. Paravalvular regurgitation. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The pvl and increased gradient were confirmed based on the medical review. A review of the device lot history, DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the thv was implanted in native mitral position for this case. The sapien 3 (s3) with the certitude delivery system (ds) was indicated for native aortic valve, surgical and transcatheter bioprosthesis aortic valve, surgical bioprosthesis mitral valve and native mitral valve with an annular plasty ring replacement only. So, it is off label operation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Several procedural and anatomical factors can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. As reported, ''an open mac case done and days later the patient was taken to cath lab to close pvl around the valve. The valve was not sealing around the mitral calcium the pvl was described as moderate to severe per the team at the time of the intervention''. Per medical record, ''at the end of the mitral valve placement two mild to moderate paravalvular leaks were noted, mostly in the anterior lateral position''. Edwards sapien 3 valve is not indicated for native mitral valve replacement. The mitral annulus is larger than the aortic one and provides less support than the aortic annulus due to not being a complete fibrous ring. Additionally, the d-shape configuration of the mitral annulus, this asymmetrical conformation does not consent to achieve uniformly radial force, increasing the risk of paravalvular leak over the time. As reported, it was severe mitral annulus calcification case, so the calcification could also prevent the valve seal against to the target site (annulus) resulting in paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. As such, available information suggests that patient factors (calcification) and/or procedural factors (off label operation) may have contributed to the complaint event. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As per the medical report, ''at the end of the mitral valve placement two mild to moderate paravalvular leaks were noted, mostly in the anterior lateral position. The physician was satisfied with the results. On pod 2 the patient developed severe hypotension. Tte revealed a pericardial effusion with pvl of the mitral valve and lvot obstruction with a peak gradient of 47mmhg''. Due to limited information, a definitive root cause was unable to be determined at this time.